Manufacturer narrative:
Initial reporter occupation: non-healthcare professional investigation: the following allegations have been investigated: vena cava perforation. The reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a gunther tulip inferior vena cava (ivc) filter in 2011. Approximately eight years later, it was noted that one of the struts of the ivc filter perforated the vena cava, extraluminal length measured about 1.3 centimeters. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: a2, b5, b6, h6. Investigation the following allegations have been investigated: organ perforation, embedded, tilt. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding organ perforation/embedded does not change the previous investigation results for vena cava perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog number and lot number are unknown; however, the alleged filter is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
(B)(6) 2019, per a report from computed tomography; ¿an ivc filter is in place with its tip 1.5 cm inferior to the renal vein and ivc confluence. The posterior strut extending extraluminal early to the inferior endplate of l3 with adjacent heterotopic ossification.¿ (B)(6) 2019, per a report from computed tomography 2; ¿the filter is tilted anteriorly with its cone lying against the ivc wall, sagittal image 42. The left sided support strut has penetrated 12 mm through the ivc wall, coronal image 35. The right sided support strut has penetrated 9 mm through the ivc wall, coronal image 35. The posterior support strut has penetrated 13 mm through the ivc wall and is embedded in a vertebra which shows chronic reactive changes, sagittal image 42. The anterior has penetrated 14 mm through the ivc wall, sagittal image 43.¿